Event description:
Full term child with uneventful prenatal course developed decelerations during delivery and meconium staining was noted. Vacuum extractor applied to lt occipital regions at plus 1 station and five pulls applied before delivery. On fourth pull vacuum cup popped off with force. Cup reapplied for fifth and final pull. Apgar scores were 1, 3, and 8, at 1, 5 and 10 mins. An lp was performed and revealed pink tinged cerebrospinal fluid at 3 days postpartum. Baby was discharged and at 3 wks had an episode of choking due to previously diagnosed poor gag reflex. Child was resuscitated at local hosp where it was learned that they had a resolving fracture of the clavicle diagnosed as having occurred at birth. Child also had a resolving lt occipital cephalohematoma from birth with swelling at nape of neck. Family reports being told that this was all normal and associated with the birthing process. Child was always hypertonic with fisting and was later referred to the state infants and toddler program (itp)for evaluation for developmental delay by the family pediatrician. At 1 yr the child could crawl but would drag their legs rather than lifting them. Itp referred family to a neurologist. The neurologist's assessment revealed a suspected stroke due to the lower extremity weakness with greater severity on the right side. With limited resources available in their area, the child was diagnosed w/cerebral palsy. As the child's development progressed the family doubted the diagnosis of cp due to the atypical symptoms observed and normal cognitive development. The family sought a second opinion from another neurologist at 4 yrs 10 months and obtained an MRI and full spinal series. The spinal series revealed a "thinning" at c2-c3 with evidence of an old infarct which the md believed occurred at birth. Other symptoms include a seizure at 6 months and urinary incontinence. Child still cannot walk but has full sensation to all limbs. The family is now seeking a neurologist who specializes in spinal injuries, and the child is receiving physical, occupational, as well as other related therapies. The family is especially upset because they report never being informed of the use of vacuum or its possible complications until it was in use, and that they were not given a choice.